Manufacturer narrative:
The manufacturer is currently undergoing investigation of this complaint.

Event description:
During a tumor ablation procedure, upon moving to second trajectory, resistance was noted when inserting the probe. The resistance was suspected to be due to a narrow dural opening or blood clot. The probe was advanced and an MRI scan was completed. The MRI images revealed the probe was misaligned from intended trajectory. The probe had skived and was positioned between the skull and dura which led to the probe being bent approximately 60 degrees at the tip. The probe was immediately removed. When the probe was almost completely extracted, an audible "pop" was heard. When the probe was completely removed, the lens had been sheared off at the bond area at the end of the probe. Another MRI was performed but could not determine the location of the sheared lens. The patient was taken back to the or to explore the area of the dura and around the bolt, but the lens was not found within the patient. The bolt was also checked and the lens was not lodged in the bolt. The probe was wiped after first trajectory and probe and lens were confirmed to be intact at that time.

Manufacturer narrative:
Evaluation: after performing testing to repeat the scenario, it was found that deflecting the probe after it passes through the bolt and then retracting the probe will cause the lens to break. A clear opening through the dura must be confirmed prior to probe insertion. In this scenario, the user inserted the probe despite resistance. In the instructions for use (IFU), it states that the user should ensure a clear path through the dura and also warns of potential lens breakage if an opening through the dura is not created.